Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation around her breast area. The area was described as a bleeding gash. The patient's daughter reported that the gash was due to the shoulder strap of the garment digging in to her skin. The patient's home care nurse prescribed an unknown medication to treat the wound. The patient reported the irritation has improved due to using the prescribed medication.